Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had spacer placed last september. He came in with increased pain and elevated labs. Brought to or for I&d and possible component change. Segments were exchanged and sleeve and stem were well fixed an left in place. A thorough debridement was performed as well as placement of antibiotic beads and cement. Doi: (B)(6) 2019. Dor: (B)(6) 2020. Left knee.